Manufacturer narrative:
H3: during servicing handpiece was tested with another blade and it was still shaking. The testing blade was not having any issue, as it was tested with another handpiece and did not wobble/ shake. The requested phenomenon could not be observed during the inspection at the time of acceptance. An abnormal sound of the motor was observed during operation. Disposable parts, including the motor cable assy and bearing were replaced. Previous submitted code img g04063 and fdc d02 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: blade shakes when rotating at 5000rpm . This observation was found at in-house facility medtronic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing blade shakes when rotating at 5000 rpm, there was no customer comments. There was no patient involved.